Manufacturer narrative:
Alternative report identification number: (B)(4). Device evaluation: the reported product was not returned for investigation. Retain sampled testing was performed. The retained product was tested using chemistry methods. All results were within specifications. No product failure was confirmed through retained product testing. Manufacturing record review: a review of the manufacturing records was performed. The production process records were found to be acceptable. All testing items were completed and met specifications, including incoming chemical materials testing, primary materials inspection, product physical appearance inspection, bulk and finished product chemical testing and microbial testing, sterilization records, environment monitoring and water system monitoring. There were no non-conformances related to this complaint. In conclusion, reported lot was deemed acceptable for release. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by a male patient that he experienced irritation and red eyes with use of consept onestep. The patient went to the hospital, saw an ophthalmologist and received 1 eye drop, fluorometholone, a topical anti-inflammatory. At the time of the initial call, the patient continued to have irritation and red eyes. The date of occurrence was not provided. No further information was provided. Neutralizing tablets are used in conjunction with the solution, and a separate MDR is being filed for the tablets. This report represents the solution.